Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported a revision. The rep reported that the healthcare provider (hcp) cut the old leads because he didn¿t feel that it was safe to remove them. The rep reported that they were putting in a new ins and leads on the day of the report. The rep didn¿t allege any trauma/falls/electromagnetic interference/activity related to the issue. No further complications were reported.